Event description:
Three medtronic jamshidis (ref#: 9733498nav) broke, and pieces had to be removed from inside the spine with difficulty. The item that broke was medtronic ref# 9733498nav, lot # 190126a. The patient required to be converted to an open procedure from a minimally invasive procedure. A part of the needle was left in the patient because the surgeon determined that it would cause more harm attempting to retrieve the broken item. The procedure finished successfully otherwise. Three needles were used on the case. One bent, one broke off and the other worked the way it was supposed to.